Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified proximal left cimcumflex (lcx) artery. Following pre-dilation using a 2.75x15 non-bsc balloon catheter, a 3.00x16mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. However, an attempt was made for the device to cross but it was noted that the distal portion of stent got lifted. The procedure was completed with another of the same device. No patient complications were reported.